Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Hold gn 12.22bd quality advocate,this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4).case subject: npi 8100 fails patient side occlusion test.account name: (B)(6).account #: (B)(4).asset name: 8100 pump module v9.33.0(B)(6).patient or user involvement: no.patient or user harm: no.case description:(B)(6) biomed need assistance on multiple 8100 sn (B)(4) fails patient side occlusion test while running preventive maintenance test.case resolution: recommendation to manually force to maintenance mode and re-start the pm , after re-running the pm all 3 8100 modules passed. Issue was resolved. (B)(4).